Event description:
The hosp reported that after 12 hours of use the noted blood leaking at the base plate of the biopump. CPR was initiated and the device was changed out. The pt subsequently was removed from mechanical ventilation and vital signs were normal. Initially the hosp reported the possibility of neurological deficit. However, the medical professionals have stated it is too early to make that determination.